Event description:
It was reported that the 'up,' 'down' and 'ok' buttons are unresponsive.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 02/02/2012 with the following findings: the keypad buttons were all found to be responding intermittently. The keypad was removed and adhesive was observed under the button contacts. No physical damage was observed to the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).